Event description:
The customer reported that the system would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the power supply was replaced during the service all. The system was tested and found to be working as intended and put back into service.